Event description:
It was reported that the patient experienced a return of their pain symptoms with no stimulation sensation. Their neurostimulator was found to be in an overdischarge condition. There had been at least 2 prior overdischarge events for the patient but it was unclear when the 3rd overdischarge occurred. Interrogation of the device showed an end-of-service (eos) message. The patient had followed up with their physician where they received an epidural steroid injection. The device was subsequently explanted. Following the procedure, no injuries were reported and the patient was doing well.

Manufacturer narrative:
(B)(4).